Manufacturer narrative:
(B)(4). MDR-report #: mw5187672. D4: this device is sold outside the us, and therefore, no gudid information exists. This device is considered similar to 00880304990197. G2 ¿ unknown which country the event occurred in. G4: the reported product is not sold in the us. The pre-market submission number for a similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the femoral component debonded (aseptic loosening) after velys surgery. Revision surgery was required. No further information is available.